Event description:
It was reported by the clinician that a 4 fr x 8cm catheter was placed in an infant. After the catheter was in use for sometime, it became occluded at the distal tip. As a result, the catheter was exchanged. The risk mgr stated this is not a product failure, due to the infant having a blood clot, but had to report the incident. A medwatch will be filed by the hospital .

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.